Manufacturer narrative:
Correction information: g6: follow up #1, h2:if follow-up, what type? H3:device evaluated by manufacture, h6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the problem was caused by the inability to properly attach the oe-a63 to the ed34-i10t2, and the IFU is being corrected to provide specific instructions for use. In addition, field action was taken and ifus were distributed.

Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of an event on (B)(6) 2020 that occurred in the operating room during use in (B)(6). The user reported that during the endoscopic retrograde cholangiopancreatography(ercp) case, the disposable distal end cap(dec) was dislodged and fell into the patient. The ercp case involved a pentax medical accessory model oe-a63, lot 0011020, used with a pentax medical video duodenoscope, model ed34-i10t2, serial number (B)(4). The endoscopist attempted to find the cap after losing it but was not able to locate the dec and had to eventually withdraw. The user facility responded to a good faith effort(gfe) request via email on18-dec-2020, and stated the site is at a loss to explain why it could have come off. The scope tip[distal end cap] was checked by both nursing and the physician before the procedure, and they claim they did hear the audible click. A site meeting between pentax medical and the plc clinical team is scheduled to discuss the complaint is currently under investigation.